Event description:
It was reported that the patient presented to the clinic remotely via merlin.net. The left ventricular lead exhibited a single low impedance episode from the day before. The patient was asymptomatic and would continue to be monitored.